Event description:
It was reported that the reamer edge was blunt, so it was difficult to ream the acetablar. There was no spare product, so the surgeon continue to use the reamer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the returned device was shipped to the supplier, greatbatch medical, for evaluation. The supplier could not confirm the event. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation is required.

Event description:
It was reported that the reamer edge was blunt, so it was difficult to ream the acetablar. There was no spare product, so the surgeon continue to use the reamer.